Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer. The device history record was reviewed and found nothing that could have caused or contributed to the reported issue. The instructions for use were found adequate and states the following: do not use the product of have later allergy. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box." The device was not returned.

Event description:
It was reported that the patient with severe cerebrovascular disease had serious leakage of urine from the urethral orifice and the urinary foley catheter fell out about 3 cm on (B)(6) 2022. There was no negative pressure and no liquid drained out with syringe drawing the balloon and injected the normal saline into the balloon but all leaked out. The catheter was then removed and when checked, it was found that the balloon was burst, there were no pieces missing and the patient had no abdominal distension. The patient was helped with urination without catheter as instructed by the doctor. It was stated that the patient was able to urinate by self after 4 hours, and there was no discomfort.